Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ functional mitral regurgitation (mr) and a restricted posterior leaflet for a mitraclip procedure. While attempting to place a mitraclip ntw, there was challenging grasping the leaflets and there was insufficient mr reduction. The mitraclip ntw was removed and there was damage noted on the anterior leaflet. A mitraclip xt was then introduced and implanted successfully. The final mr was grade 3. There was no clinically significant delay reported. On (B)(6) 2025, during the follow-up echocardiogram it was determined that the mitraclip xt had experienced a single leaflet detachment and the clip was no longer attached to the x leaflet. The mr had returned to grade 4+. The patient was referred for surgery.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported single leaflet device attachment resulting in mitral valve insufficiency/regurgitation, as noted by the physician, was attributed to patient conditions and due to thin and restricted leaflets. Mitral regurgitation is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.